Event description:
It was reported that during an operation to clean and close a radical cavity, (beforehand it was closed but it had opened), the reference electrode was cut. The implant was removed and the patient was re-implanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.